Event description:
It was reported that the patient was feeling an electrical shock in her left breast lasting five to six minutes. Follow up with the patient's clinic yielded no further information regarding this event. The patient's implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).